Manufacturer narrative:
H10 e1 reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a flow detection fault. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. Product UDI is corrected.